Event description:
Patient admitted to hospital in 2001, diagnosed with acute myelogenous leukemia to be treated with chemotherapy. Pt developed pulmonary emboli post chemo. Unfractionated heparin administered 18 days later. Five days later, bcs instrument produced aptt result of 41 seconds. Bolus of 2800 units of heparin and increase in drip rate of 10% administered to pt. Pt bled orally and rectally. Laboratory reran pt sample after centrifugation to correct for lipemia of sample. Sample then measured as a 98 second aptt. Corrected aptt reported to floor; heparin was held for 1 hr and drip rate reduced by 30%. The next day, heparin was discontinued and lovenox was begun.